Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: do not exceed rated burst pressure and do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur. The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The nominal inflation for this device is 8 atm and the rated burst pressure is 11 atm. There is no evidence to suggest over inflation or that the balloon catheter removal was attempted through a sheath. The visual inspection of the returned device reported the balloon shows signs of a circumferential rupture. The proximal portion of the balloon measures approximately 3 cm in length while the distal portion measures approximately 1 cm in length. Additionally, the distal portion of the balloon has been inverted presumably due to position of wire guide during withdrawal. Both marker bands are intact on the returned device. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The description of the event states that "bifurcation area was steep on the patient." It is likely that patient anatomy contributed to the initial rupture and that attempted withdrawal over the wire guide contributed to the separation the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
Access was gained from femoral artery to the lesion contralaterally. Bifurcation area was steep on the patient. First, guiding catheter was used to advance over the bifurcation area, however, it would not pass through the bifurcation area. So, the low profile balloon catheter (pta5-35-80-8-4.0) was used as anchoring, and advanced into the guiding catheter. (Balloon inflation - the guiding catheter was advanced and stopped short of the balloon - balloon deflation and advance the balloon further again - repeat) after several inflation were attempted, (the physician thought that he attempted three times of inflation, however it was not clear), the balloon got ruptured. Therefore, the physician attempted to remove the balloon through the guiding catheter, but tip of the guiding catheter hooked to the balloon and turned the balloon. So, the balloon and guiding catheter were removed altogether. No adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Access was gained from femoral artery to the lesion contralaterally. Bifurcation area was steep on the patient. First, guiding catheter was used to advance over the bifurcation area, however, it would not pass through the bifurcation area. So, the low profile balloon catheter (pta5-35-80-8-4.0) was used as anchoring, and advanced into the guiding catheter. (Balloon inflation the guiding catheter was advanced and stopped short of the balloon "balloon deflation and advance the balloon further again" repeat) after several inflation were attempted, (the physician thought that he attempted three times of inflation, however it was not clear), the balloon got ruptured. Therefore, the physician attempted to remove the balloon through the guiding catheter, but tip of the guiding catheter hooked to the balloon and turned the balloon. So, the balloon and guiding catheter were removed altogether. No adverse effect to the patient reported.